Event description:
Information as it was reported to ams indicates that the customer experienced a display malfunction during a bph prostate procedure "error codes 171 & 280 comes up continuously after 19min50s of lasing time". The customer was unable to resolve the issue that occurred. The procedure was completed with an alternate procedure (turp). Patient outcome: ¿well¿ reported. No patient injury reported.

Manufacturer narrative:
System analysis/service repair on february 16, 2015: the reported ¿errors 170 and 280¿ were not identified and it was determined that the issues were result of a faulty resonator. Preventative maintenance was performed at the same time. The resonator was then replaced. The system was tested and verified to meet manufacturer¿s specifications. Product evaluation summary: the resonator s/n (B)(4) was evaluated on march 17, 2015. The resonator evaluation noted output coupler (oc) optic burnt; top cover over top of the rod housing was unclean and coupler cover was stuck. The output coupler (oc) with plate, top cover, coupler cover and desiccant were replaced. The resonator was re-peaked and a new test report was completed.